Manufacturer narrative:
Four (4) used list# lat-d1000, conector tego¿ were returned for evaluation. As received in 1 out of 4 samples, a blood residual and tear/seal collapsed was observed. No mating device was returned for evaluation. An occlusion in the fluid path in 2 out of 4 tegos was confirmed. However, once the samples were flushed, a blood clot came out, and no longer was occlusion observed. The samples were tested as per procedure and met the specifications; additionally were partially disassembled, and no anomalies were found. The complaint can be confirmed. The probable cause of the rising high pressure is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot review was performed, and no relevant discrepancies, anomalies, or nonconformities were identified that might lead to the condition reported by the customer.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector, where it was initially reported to have rising high pressures. There was no patient harm reported. A tego was returned for evaluation, where it was found that there was a tear/seal collapsed.